Event description:
It was reported that the patient's left lead was damaged and had to be revised. It was noted that this occurred in 2006. No further information was reported.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).